Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and autoimmune/ connective tissue disorders are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and autoimmune/ connective tissue disorders.

Event description:
Patient reported against the left side no complaint against the device inquiring about "device information and warranty." Later, patient reported "exchange from textured to smooth implants due to the patients concerns with the product", "rolled over, felt something different, breast doubled in size, went down overtime with antibiotics", ¿ultrasound and mammogram showed fluid which went down with antibiotics" and "I have fibromyalgia, chronic fatigue, lupus" which has been assessed as not related to the device. Device remains implanted.